Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s ins was taking longer to charge. The patient charges everyday between 5-9 pm. The caller also noticed that when the patient was done charging their insr toned/beeped, which they had never noticed and wanted to make sure that was normal. The caller was concerned that it meant the ins battery would need to be replaced soon. The patient had not recently changed programming and was able to charge to 100%. It was reviewed that it is normal for the insr to tone to notify the patient that the ins was sufficiently or fully charged. There were no further complications reported.